Event description:
A dr was using protack 5mm equipment. Protack would either misfire or when it would fire tacks were coming out crooked. Ref. Lot # p7m0792. Time of procedure between 12pm and 1300hrs.